Manufacturer narrative:
Analysis was performed on the returned device. The reported mechanical jam with the plunger was confirmed based on the returned device condition; however, the plunger was able to deploy with a proxy handle with no resistance encountered. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, a definitive cause for the reported issue could not be determined. Factors that may contribute to mechanical jam with the plunger may include, but not limited to, interaction with patient anatomy or failure to maintain a stable position of the device with respect to the tissue tract. The reported subsequent treatment appears to be related to procedure circumstance. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported this was an arteriotomy closure of the right common femoral artery using the pre-close technique via a 6f sheath hole prior to a abdominal aortic aneurysm (aaa) procedure. Reportedly, the plunger of the first proglide device was stuck, step 2 could not be completed. The sutures of two new proglide devices were successfully pre-placed. The sheath was upsized to 18f and the aaa procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.